Event description:
Vns pt underwent explant surgery due to infection. It was reported that the infection was mostly present at the neck site, but that the surgeon felt that it had spread to the generator site. Both lead and generator were explanted. Investigation contains no evidence that the vns therapy system was a causal or contributing factor to the reported event, as sterility was confirmed for both the lead and the pulse generator.

Manufacturer narrative:
Product analysis results will not change the conclusion of the reported event because explanted rpoducts are decontaminated prior to return; therefore, microbiological testing is not performed. In the event that the explanted device is returned, product analysis results will only be reported if a device malfunction is noted that would be likely to cause or contributed to a death or serious injury if the malfunction were to recur. Vns therapy system labeling lists infection as a potential adverse event, possibly associated with surgery.